Event description:
False positive result. I tested positive. I had to go to work the next day, so I went to ER and tested negative.

Manufacturer narrative:
The current complaint is related to performance issue or device malfunction, but no information was provided for acon to conduct an investigation. Any additional information received by acon may be provided to FDA in a follow up MDR.